Event description:
The customer reported that the system was deleting records and there was a problem with the overlay. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the overlay and checked the pt deletion. The system operates as intended.